Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, false air in line alarms, which was unable to be reproduced during evaluation due to a reload set alarm. The alarms were confirmed through a review of the event history log. Low fluid numbers were observed due to the ultrasonic flex tail of the device not being fully secured on the processor printed circuit board (pcb). The ultrasonic flex tail was adjusted to correct the condition.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.